Event description:
A caller reported an alarm 01 issue, indicating a potential problem with the insulin delivery system. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller followed instructions from technical support to load a new cartridge, successfully resuming insulin delivery without further issues.